Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced periods of no data. No additional patient or event information is available.